Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. One force fx-cs generator was returned for evaluation. The customer reported condition was confirmed. The impedance was set to 120 ohms on bc group tester and connected to the rem port on unit. The impedance was increased until the rem alarmed at 150 ohms which is higher than the service manual specification of 135+/-5. The investigation isolated the failure to the rem calibration being out of specification, but a root cause was not identified. A review of the manufacturing device history record was performed by the (B)(4) manufacturing facility ((B)(4)) with no entries potentially pertinent to the customer's report noted.

Event description:
The customer reported that during routine preventive maintenance the rem was observed to be out of specification for a force fx-8cs generator. The unit was returned to the service center where a technician confirmed the out of specification rem. Impedance was set to 120 ohms on bc group tester, and connected to the rem port on unit. Impedance was increased until rem alarmed at 150 ohms, higher than the service manual specification of 135+-5. Patient harm could occur due to the unit not alarming when it should. No patient involvement or injury were reported.